Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8392722." Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8392722."

Event description:
It was reported that the patient was unable to get into MRI mode, the system diagnostics recorded high impedances on a lead. Surgical intervention may take place a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.